Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that after percutaneous coronary intervention (pci) was completed, it was noted that patient had no problem and was put in ccu. Percutaneous cardiopulmonary support (pcps) was then inserted and the patient was observed in ccu. During the observation, it was noted that the patient died from cardiogenic shock. Per the physician, the patient's death was not related to the use of rotaburr, rotawire and emerge¿ balloon catheter during the procedure.

Event description:
Same case as MDR ID: 2134265-2014-05887 and 2134265-2014-05925. It was reported that rotawire detachment and patient death occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A rotablator rotational atherectomy system and 325cm rotawire were advanced to the lesion for ablation. Upon removal of the rotablator burr, it was noted that the rotawire was detached at the distal part where stress could be loaded during ablation. The detached portion of the rotawire was removed using a snare and a 2.25mmx15mm emerge¿ balloon catheter. The procedure was completed with another of the same device. The patient died post procedure.